Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 had failed and was not detected on bus. A field service engineer found that the unit had a failed drawer by random cubies failing at different times. Occasionally, the cubies would recover temporarily before failing again, or another cubie in the same drawer would fail. All connections were inspected and found to be solid. The retractor bands for drawers 2-1 and 2-2 were also inspected and appeared to be in good condition. As a corrective action, the drawer controller for drawer 2-1 and the drawer module controller were replaced. Stabilant was applied to the controller headers for both drawers 2-1 and 2-2, and the drawer was reconfigured. Also, the fse completed a general inspection of the unit, verified all cable connections at the back, and with user's help removed a cable from the rear auxiliary that was caught on a caster and connected to the refrigerator's temperature monitor. All cables were confirmed to be in good condition and securely attached. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, station rh_n2w_b drawer 2.1 not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and they were unable to remove the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.